Event description:
New information notes the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when the asymptomatic patient presented to clinic for normal follow up, post paced t-wave oversensing was observed. Patient received inappropriate therapy. Device was reprogrammed.